Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 2/7/2018 phone call, 2/8/2018 phone call, 2/9/2018 phone call.

Event description:
The hospital reported the unit's control panel would become unlatched during patient use, causing a potential large leak. There was no report of patient injury.